Event description:
During a postnasal nerve resection procedure, the blade broke. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information not available, device not returned for analysis. 510k#: k010898.